Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is revision due to recurrent dislocation and possible alval. During revision, pseudotumor was found.